Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the circumflex coronary artery after predilation with a 2.5mm diameter ptca balloon. Predilation resulted in suboptimal results with a 30% residual stenosis and some haziness. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon in the left main coronary artery. The dislodged stent was snared from the coronary artery successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. There were no further attempts to cross the target lesion; therefore the lesion was left with angioplasty results only and treatment of "haziness" with reo-pro. There were no additional clinical sequelae reported relative to the event, and there is no product complaint from the physician.